Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, sensing and capture anomalies. Also reported was high impedance in both the unipolar and bipolar configurations.~~~~~~~~